Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a connection issue with either the g5 mobile application or the follower application. The patient could not confirm which system was having issues. No medical intervention was reported. Additional event or patient information is not available.